Manufacturer narrative:
Evaluation of pictures of the defective touch screen revealed that liquid penetrated into the kapton-tail connection which led to oxidation of the connection. This is a known issue which is related to the design of the pump. A corrective action was implemented for this issue.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and replaced the touch screen and processor board to resolve the failure. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the display of the s5 roller pump became unresponsive during setup. There was no patient involvement.